Event description:
On (B)(6) 2012, the patient contacted animas and stated that the audio bolus button was unresponsive after she went swimming. The patient reportedly wore the pump underneath clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported as the patient stated that the audio bolus button was unresponsive.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus button cover was found to be missing. The bolus button was found to be responsive. A detached bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump.